Manufacturer narrative:
(B)(4). Corrected data: section d9 device available for evaluation? No. Section h3 device evaluated by manufacturer? Other. Method: the subject chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: customer reported that a chamber was found cracked before patient use. The customer clarified that the subject chamber was not a f&p device. Conclusion: the subject complaint device was not a f&p device. There was no reported fault with the mr290v vented autofeed humidification chamber. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."

Event description:
A healthcare facility in iowa reported that the mr290v vented autofeed humidification chamber was found cracked before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the mr290v vented autofeed humidification chamber was found cracked before patient use. There was no patient involvement.